Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg site was hurting and causing unable to charge. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The explanted ipg was disposed.